Event description:
Reporting status: serious injury-disability. Reporting rationale: tip of guide wire remains in patient. Device issue: guide wire separation. It was reported that ptca was performed in the proximal ramus intermedius without any problems. Another company's stent was implanted one week ago in the same area. After removing the balloon and guide wire, it was noticed that the tip of the guide wire remained in the vessel. The patient experienced a pericard-emission, but was doing very well. The vessel was closed; however, a new ptca was not performed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Historical data shows that guide wire tip damage of this nature may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. The fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing and manipulation.